Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer support to report an unspecified fluid leak was experienced on a previous unknown date. It was unknown if fluid leak came from inside of the cycler. Additionally, the patient stated they have experienced multiple air detected in cassette warnings over the past three nights. Upon follow up, the pdrn stated they have not been made aware of the fluid leak event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to discontinue the use of their cycler and perform alternate treatment in the absence of the cycler. The cycler is available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer support to report an unspecified fluid leak was experienced on a previous unknown date. It was unknown if fluid leak came from inside of the cycler. Additionally, the patient stated they have experienced multiple air detected in cassette warnings over the past three nights. Upon follow up, the pdrn stated they have not been made aware of the fluid leak event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to discontinue the use of their cycler and perform alternate treatment in the absence of the cycler. The cycler is available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.